Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that tpn infusion was undelivered to patient on (B)(6) 2025, between 2100 and 0900. The order was to give patient tpn at night starting at 21:00. The order states run at 52ml/hr x 1 hr, then 105ml/hr x 10 hours, then 52ml/hr x last hour. According to the kp all infusion detail report, it looks like the nurse programmed the pump correctly but the next morning the bag still had approximately 1000ml left. There was no patient harm. Bd later learned through due diligence that the pump was programmed using interoperability. Also noted that the volume to be infused was 1154ml. The customer also had the question of, "would the pump module being above or below the patient¿s heart level really account for a 1000ml discrepancy?"

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of under infusion could not be confirmed from a review of the all-infusion detail reports alone, no devices were returned for investigation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. Based on the review of events for the pump module sn (B)(6) connected to the pcu sn (B)(6), on april 26, 2025, at 9:56 pm using pediatric > 40 kg profile and the guardrails drugs option an infusion of tpn was programmed with a rate of 52 ml/h and a vtbi of 52 ml. The dose programmed was 1154 ml. At 10:56 pm, the infusion was completed and the kvo started. At 10:58 pm, an infusion was programmed with a rate 105 ml/h and a vtbi of 1050 ml. On 27 april at 8:58 am, the infusion was completed and the kvo started. At 9:04 am, an infusion was programmed with a rate 52 ml/h and a vtbi of 52 ml. At 10:04 am, the infusion was completed and the kvo started. Bd alaris system user manual (v12.1.3), states within warnings and cautions, follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion was not able to be identified during the investigation. Neither the logs or the devices were returned for review. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that tpn infusion was undelivered to patient on (B)(6) 2025, between 2100 and 0900. The order was to give patient tpn at night starting at 21:00. The order states run at 52ml/hr x 1 hr, then 105ml/hr x 10 hours, then 52ml/hr x last hour. According to the kp all infusion detail report, it looks like the nurse programmed the pump correctly but the next morning the bag still had approximately 1000ml left. There was no patient harm. Bd later learned through due diligence that the pump was programmed using interoperability. Also noted that the volume to be infused was 1154ml. The customer also had the question of, "would the pump module being above or below the patient¿s heart level really account for a 1000ml discrepancy?"